Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/ that she punctured my uterus during implantation') and device dislocation ('malposition of essure device ¿ location: lower left side/abnormal position of intrauterine device which may be within the right cornua/interstitium or may have extended into fundal myometrium/ iud seems to have migrated') in a 33-year-old female patient who had essure (batch no. Cs00022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, nabothian cyst, depression and left lower quadrant pain. Previously administered products included for an unreported indication: motrin. Concurrent conditions included morbid obesity, abdominal pain, perineal pain, acute vaginitis and cesarean section. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ urinary tract") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), pain in extremity ("pain lower left and right side/ right leg pain"), back pain ("lower back pain") and pelvic pain ("pelvis pain"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal. Bleed/abnormal bleeding (general)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). The patient was treated with antibiotics, ondansetron (zofran) and surgery (essure removed). Essure was removed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, menorrhagia, metrorrhagia, tooth disorder, dyspareunia, urinary tract infection, migraine, nausea, vaginal discharge, weight increased, pain in extremity, vaginal haemorrhage, back pain and pelvic pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal. Bleed, perforation : uterus current weight: 199 lbs. Lot number: cs00022 manufacture date: 2013-07-05 expiration date: 2016-07-31 discrepancy noted in essure insertion date: (B)(6) 2017 if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No she complains of episodic pelvic pain worsens prior to her cycle begins, had essure procedure on (B)(6) 2017, never had hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: right tube occlusion and malposition of essure device; on (B)(6) 2019: patient has undergone successful bilateral tubal occlusion. No contrast enters into the fallopian tubes a there is no contrast present within the adnexa.. Ultrasound scan - on an unknown date: result: unilateral occlusion (right tube occluded); malposition of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, uterine perforation, dysmenorrhoea, menorrhagia, vaginal discharge, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2021: mr received. Reporter information, concomitant drugs added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus/ that she punctured my uterus during implantation') and device dislocation ('malposition of essure device ¿ location: lower left side/abnormal position of intrauterine device which may be within the right cornua/interstitium or may have extended into fundal myometrium/ iud seems to have migrated') in a 33-year-old female patient who had essure (batch no. Cs00022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, nabothian cyst, depression and left lower quadrant pain. Previously administered products included for an unreported indication: motrin. Concurrent conditions included morbid obesity, abdominal pain, perineal pain, acute vaginitis and cesarean section. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ urinary tract") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), pain in extremity ("pain lower left and right side/ right leg pain"), back pain ("lower back pain") and pelvic pain ("pelvis pain"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal. Bleed/abnormal bleeding (general)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). The patient was treated with antibiotics, ondansetron (zofran) and surgery (essure removed). Essure was removed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, menorrhagia, metrorrhagia, tooth disorder, dyspareunia, urinary tract infection, migraine, nausea, vaginal discharge, weight increased, pain in extremity, vaginal haemorrhage, back pain and pelvic pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal. Bleed, perforation : uterus current weight: 199 lbs. Lot number: cs00022 manufacture date: 2013-07-05 expiration date: 2016-07-31. Discrepancy noted in essure insertion date: (B)(6) 2017. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No she complains of episodic pelvic pain worsens prior to her cycle begins, had essure procedure on (B)(6) 2017, never had hsg. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: right tube occlusion and malposition of essure device; on (B)(6) 2019: patient has undergone successful bilateral tubal occlusion. No contrast enters into the fallopian tubes a there is no contrast present within the adnexa. Ultrasound scan - on an unknown date: result: unilateral occlusion (right tube occluded); malposition of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, uterine perforation, dysmenorrhoea, menorrhagia, vaginal discharge, dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus'), device dislocation ('malposition of essure device ¿ location: lower left side') and genital haemorrhage ('gen abnormal. Bleed/abnormal bleeding (general)') in an adult female patient who had essure (batch no. Cs00022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ urinary tract"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and pain in extremity ("pain lower left and right side") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, menorrhagia, metrorrhagia, tooth disorder, dyspareunia, urinary tract infection, migraine, nausea, vaginal discharge, weight increased and pain in extremity outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal. Bleed, perforation : uterus current weight: 199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Ultrasound scan - on an unknown date: result: unilateral occlusion (right tube occluded); malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: lot no. Was added. New events - dental problems; dyspareunia (painful sexual intercourse); infection (bladder/urinary tract/vaginal) ¿ urinary tract; malposition of essure device ¿ location: lower left side; migraines / headaches; nausea; pain in lower left and right side, vaginal discharge; weight gain were added. Reporter's information, patient demography, concomitant condition, lab data wee added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ that she punctured my uterus during implantation') and device dislocation ('malposition of essure device ¿ location: lower left side') in a 33-year-old female patient who had essure (batch no. Cs00022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ urinary tract") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"), nausea ("nausea"), pain in extremity ("pain lower left and right side/ right leg pain"), back pain ("lower back pain") and pelvic pain ("pelvis pain"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criterion medically significant), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen abnormal. Bleed/abnormal bleeding (general)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). The patient was treated with antibiotics and ondansetron (zofran). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, menorrhagia, metrorrhagia, tooth disorder, dyspareunia, urinary tract infection, migraine, nausea, vaginal discharge, weight increased, pain in extremity, vaginal haemorrhage, back pain, and pelvic pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gen. Abnormal. Bleed, perforation: uterus current weight: 199 lbs. Lot number: cs00022 manufacture date: 2013-07-05 expiration date: 2016-07-31. Discrepancy noted in essure insertion date: (B)(6) 2017. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: right tube occlusion and malposition of essure device. Ultrasound scan - on an unknown date: result: unilateral occlusion (right tube occluded); malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-nov-2020: pfs received. Events added: abnormal bleeding (vaginal), lower back pain, pelvis pain. Lab data, treatment drugs were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and dysmenorrhoea ("chronic, dysmenorrhea (cramping)"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia and metrorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and uterine perforation to be related to essure. The reporter commented: chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal. Bleed, perforation: uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Events: perforation: uterus, gen abnormal. Bleed, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), chronic, dysmenorrhea (cramping), were newly added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus') and device dislocation ('malposition of essure device ¿ location: lower left side') in an adult female patient who had essure (batch no. Cs00022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen abnormal. Bleed/abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ urinary tract"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and pain in extremity ("pain lower left and right side") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, menorrhagia, metrorrhagia, tooth disorder, dyspareunia, urinary tract infection, migraine, nausea, vaginal discharge, weight increased and pain in extremity outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal. Bleed, perforation : uterus current weight: 199 lbs. Lot number: cs00022, manufacture date: 2013-07-05, expiration date: 2016-07-31. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Ultrasound scan - on an unknown date: result: unilateral occlusion (right tube occluded); malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.